Event description:
Facility alleges first use dialyzer allergic reaction. Lower back pain at onset of treatment. Medical intervention alleviated symptoms. Treatment restarted without further complications.